Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic assembly. The motor assembly was found corroded and the pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin leaked and the pump was unable to exhaust. The insulin pump was returned for analysis.